Event description:
It was reported that while in use on a patient, "the staplers when fired would not line up. One was higher than the other". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "ok".

Manufacturer narrative:
(B)(4). The complaint of misfire, jamming-misaligned staples was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened representative sample. Visual examination of the returned sample revealed that the stapler was returned with 40 staples remaining in the cover block. A defective staple was observed in the cover block. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first five staples fired properly. The remaining staples were inserted into a simulated skin pad. These staples did not consistently form properly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. The manufacturing site confirmed that the presence of a defective staple in the cover block is the probable root cause of this complaint. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. F urther actions were initiated under teleflex's quality system by the manufacturing site to address this issue of visistat 35w staplers failing to function properly due to defective staples. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that while in use on a patient, "the staplers when fired would not line up. One was higher than the other". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "ok".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73j2300669 the staplers were functionally inspected (fired) and issue reported "failure to function - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.